Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the drill bit was broken at the tip of the bit. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a right im nailing procedure on the femur bone, the drill bit broke. It was also reported that an x-ray was performed as a result of this event; the broken piece was retrieved from the patient. It was further reported that another drill bit was readily available and the procedure was completed successfully.